Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted at a depth of 3 millimeter (mm) on the non-coronary cusp (ncc) and 2 mm on the left coronary cusp (lcc). A gradient of 18 millimeters of mercury (mmhg) was reported and it was decided to post dilate the implanted valve with a 22 mm balloon while pacing the patient at 200 beats per minute (bpm). During the dilation, the valve dislodged and the patient remained hemodynamically stable. A second valve was implanted at approximate 6 mm. No additional adverse patient effects were reported.